Event description:
The patient was not eligible for rh-bmp2/acs study as the patient received rh-bmp2/acs in 2013 (per protocol for the study this has to be in the range of 2011-2012).

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
Onset date: on (B)(6) 2012, it was reported via fax by a site that on an unknown date, during a post-op follow-up, the patient was diagnosed with eventration, due to which he required in-patient hospitalization or prolongation of an existing hospitalization. Patient outcome was unknown. No other information was provided.